Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the patient was on impella cp support. While on support, bleeding was noted but the source of the bleeding was not found. Cangelor and heparin off. The patient received two units of packed red blood cells. The patient survived the event.

Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vascular damage could not be determined.